Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. One radiographic image of a catheter within a patient¿s right arm was provided for evaluation. The winged hub is visible and a kinked region in the catheter appears to be present in the catheter shaft. The catheter appears to form a tight loop. Based on the description of the reported event and images provided, possible contributing factors include manipulation of the catheter during use, placement location, and securement technique. Since the image appeared to depict an internal kink of the catheter, the complaint is confirmed but the exact factors remain unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.